Manufacturer narrative:
A field service engineer (fse) was dispatched. During the service, the diluent pump and the nozzle were replaced the issue was resolved. There was no further action by fse. The probable cause of the event was related to a bad diluent pump. (B)(4). This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016, a customer reported that they were getting an error code 2012 which indicated that there was air detected in the diluent on the a1a-360. They made fresh diluent but the error continued. A field service engineer (fse) was dispatched. The reported issue with their aia-360 instrument has the potential of a delay in reporting patient results for pth assays which were purchased within 120 days prior to aware date. There is no indication of any patient intervention or adverse health consequences due to the potential delay of reporting patient results.